Event description:
Complaint description: a hospital nurse reported that a black image was observed as the scope was advanced into the patient's colon. The scope was retrieved, a second scope was used to complete the procedure and there were no complications associated with the occurrence.